Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was over 300 mg/dl at the time of incident. Customer is inserting the sensor correctly and the site is changed every 2 to 3 days per guidelines. Troubleshooting found that the customer will try to use larger size cannulas and will call back if that does not work. No further assistance was necessary.